Manufacturer narrative:
The investigation excluded a reagent issue. The field service engineer (fse) checked the functionality of various parts and replaced the sample probe. The fse confirmed the module was running within speculation. The service actions resolved the issue. No further issues were reported. The investigation determined the cause of the event to be preanalytical issues.

Event description:
There was a complaint of a questionable glucose result for 1 patient tested with a cobas 6000 c501 module. The questionable result was not reported outside the laboratory. The patient¿s initial result was 3.0 mg/dl; the repeat was 105.0 mg/dl. The lot number and expiration date of the glucose used were requested, but not provided.